Event description:
Attorney allegs there was encystment in the plaintiff connected with shrinkage of the breast chamber. Attorney also alleges the plaintiff had pain in the breast region, in the joints of the right side of the body, in the shoulder and arm down to the fingertips, as well as always recurring strong headaches and backaches. Encystment of the implants and their diminution lead to scarred retraction of the breasts and are also responsible for the over-pigmentation of the breast, "cosmetically poor state".